Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the air/water supply volume and water removal ability did not meet the standard value due to clogging of the nozzle, the bending angle in the up direction and the play of the up/down know did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was chipped, cracked, and had a white clouded area, the adhesive around the objective and light guide lenses had white clouded areas, the objective lens was chipped, switch #1 and #4 had wear, the paint on the air/water cylinder was peeled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope had ineffective air/water flow. He customer did not know how the foreign material go into the scope. The customer noted that there were no delays when starting precleaning, the instrument channel was brushed and water was aspirated through the instrument/suction channels during reprocessing. There were no abnormalities with the reprocessing accessories and no concerns about the reprocessing procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the material could not be further identified. It was confirmed that the air/water nozzle was not deformed. It was furthermore confirmed that reprocessing was performed in accordance with the instructions for use (IFU). Therefore, a further cause of the suggested phenomenon could not be further presumed. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.